Event description:
Bladder neck suspension and abdominoplasty performed in 2002. Pump was placed on patient for 3-4 days and then removed. It was reported that the catheter tip broke off for one of the two catheters on a dual pump. No model or lot number information. Patient currently experiences muscle spasm, pain and has urine retention.